Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided: lot number and expiration date - unknown; manufacture date ¿ unknown. This report is number 3 of 4 MDR's filed for the same event (reference 1825034-2014-03298 / 03301).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03301-2 / 03298-2 / 03299-2 / 03300-2).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient allegations of pain and elevated metal ion levels. Subsequently, legal counsel reports a left side revision procedure on (B)(6) 2013 and a right side revision procedure on (B)(6) 2012. The acetabular cup and modular head were removed and replaced during each revision procedure. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.